Event description:
Medtronic received information that prior to use of an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that when preparing for a potential cannulation normosol was leaking from the oxygenator. The same leak did not appear in multiple packs and plasma breakthrough did not occur. The extracorporeal membrane oxygenation (ECMO) circuit with the mc3 nautilus base oxygenator was built on (B)(6) 2026 and primed on (B)(6) 2026 with the normosol. The customer ended up cutting it out of the circuit and replacing it. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.